Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device deliver any staples? Did the device deliver a cutline?

Event description:
It was reported that during a gastric sleeve procedure, the device could not go across the tissue as tissue was too thick. Seamguard was being used at the time and the anvil of the device bent. It was also difficult to insert device (with seamguard) through our 12mm trocar. Another like device was then used and on the first firing they had a partial fire. They used the reverse button to reverse blade and then were able to continue the stapleline. This device was also difficult to insert through our 12mm trocar using seamguard. The rep said every insertion of devices through trocar was difficult. The case was completed with this device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the device deliver any staples? Did the device deliver a cutline? Bent anvil device no staples, no cut.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no damage on jaw was noted during visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.